Event description:
It was reported that, increased pacing impedance was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that the rv lead was capped and replaced to resolve this event. The patient was stable.